Event description:
It was reported that the spinal cord stimulation (scs) system underwent a revision procedure for an unknown reason. The current location of the device remains unknown. No additional adverse patient effects were reported, and no additional information was available despite good faith efforts.

Manufacturer narrative:
B3: approximated based on the date the manufacturer became aware of the event.